Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing bidirectional approach (ipsilateral anterograde and distal puncture) to treat three branches of below knee artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After a non-bsc guidewire was advanced and crossed the lesion with rendezvous technique, a 1.5mm x 20mm x 142cm coyote es balloon catheter was inserted antegradely and advanced for dilatation from the peripheral side. The balloon catheter was initially inflated at unspecified pressure. However, on second inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a 1.5 x20mm coyote es balloon catheter. No patient complications were reported. Patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).